Event description:
On (B)(6) 2022, an amazon customer commented that the product was inaccurate. A customer said that the products were not accurate, the user tried it twice and the 3rd time was the opposite result using a different brand. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent. Therefore, it is not clear inaccuracies mean whether is false negative or false positive, so we report for both.